Event description:
Pt killed in house fire: cause of fire attributed to smoking in bed. An oxygen concentrator was present in the house at the time of the fire, however there was no indication that the pt was using the concentrator at the time of the fire. The concentrator was consumed by the house fire. A caregiver in the home suffered burns from the fire.